Event description:
While troubleshooting for a low ultrafiltration (uf) alarm, a home patient (hp) reported drain volumes that would indicate an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) initiated a swap of the device, and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. An event history log review was performed and identified volumes which confirmed the increased intra-peritoneal volume (iipv) event. The device passed both rite (returned instrument test evaluation) electrical and functional tests. No abnormalities related to the reported issue were identified during internal/external inspection. A check of the pneumatic system revealed an issue; however, it was unrelated to the reported problem. A short simulated therapy was performed successfully. Although confirmed in the logs, the iipv event was unable to be duplicated during sample analysis. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides the warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.